Event description:
The patient reported patient electronics device did not load to start screen. The patient electronics device was replaced and there were no adverse consequences reported by the patient. Frayed and exposed wires were observed on the power extension cable during device analysis.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. Unit was unable to progress pass cardiomems hf software loading screen on the handheld or sent readings. Boot-up sequence was unsuccessful. The backplate of the device was removed and a standard power supply was connected to the unit. Due to the malfunction involving the unit not booting up properly. Unit failed formatted compact flash portion of diagnostic test and passed dsp load portion the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.